Event description:
Endo gia load did not fire when used, a second load was opened and used to complete procedure without difficulty manufacturer response for gray universal articulating loading unit, endo gia (per site reporter): manufacturer provided rga# and return shipping container.